Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 240 (mg/dl). A bolus was delivered to address bg levels. System check with tandem technical support indicated the pump was performing as intended; however, the customer believes the pump is not properly delivering insulin. The customer will follow up with a health care provider to discuss elevated bg levels.